Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after placing the atrial lead, high capture threshold was noted on the lead. The lead was removed and replaced. The patient was in stable condition.